Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental finding: power cable disconnect alarms the reported event of a damaged patient cable on the mobile power unit (mpu) was confirmed. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), small cuts were observed in the patient cable jacket near the strain relief. The unit was plugged into ac power and powered on as intended. It was connected to a mock loop and the power cable disconnect alarm activated after the driveline was connected. The cuts could have contributed to the observed alarm. No further testing was performed. The customer was provided with a purchase order repair quote; however, after several attempt the purchase order was not provided. The mpu was returned to the customer unrepaired and labeled not for humas use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported damage was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. Incidental findings revealed power cable disconnect alarms potentially due to the mpu patient cable damage when the driveline was connected to a mock circulatory loop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient brought their mobile power unit (mpu) in for damage to the patient cable. The patient was issued a loaner mpu.